Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007. Legal counsel reported patient allegations of pain, debilitation, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning and metallosis. Patient underwent a revision procedure on (B)(6) 2014 allegedly due to malpositioning of the acetabular cup. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to metallosis. Revision op report notes the presence of a cystic structure; grayish, blood-tinged fluid; osteolytic and pseudotumor type material; metallosis; vertical acetabular component; and patient leg length long on the right side. The cup and head were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007. Legal counsel reported patient allegations of pain, debilitation, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning and metallosis. Patient underwent a revision procedure on (B)(6) 2014 due to malpositioning of the acetabular cup. The acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-02532 / 02534).